Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the peeled adhesive was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited peeled adhesive around the light guide lens. There was no patient involvement.